Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had pre-existing carcinoma on their shoulder, and they are on blood thinners. Patient reports they have tried adjusting the lifevest but it rubs into their wound and the area was bleeding. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.